Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to insert the needle into the fill port of the cartridge. Reportedly, the needle was unable to penetrate the septum of the cartridge. The customer resolved the issue by using a new cartridge and performing a supply change. Insulin therapy was resumed. Blood glucose level was 115 mg/dl.